Event description:
It was reported that, "dr was impacting stem into femoral canal, the screw tip connecting the stem to the stem inserter broke."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.